Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified no abnormalities that could have contributed to the reported condition. The device history record (DHR) review was completed and revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the report of no audio, which was observed during evaluation. The reported symptom was verified and the cause was determined to be a failed rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no/intermittent/low audio. There was no patient involvement. No additional information is available.